Event description:
It was reported that "the pt did not receive last 10 times the hemodialysis through the catheter but through fistula system. Nevertheless they keep the catheter for possible urgency and clean and cover the cath. Area at every visit from the pt to the hosp. Today they found the catheter (hub) was broken again."